Event description:
The following has been alleged by the patient's father: the contact reports that his son was implanted with a bard reconix patch in 2006 for inguinal hernia repair. Reportedly, two months after placement, his son began to experience pain and burning in his groin. It was reported that the pain was light in nature and has gradually increased. It was reported that in 2011, the patient's physicians diagnosed this to be nerve pain. Reportedly, he has undergone lower lumbar and groin pain treatments with no relief and is currently being treated with alternating narcotic pain medication. Reportedly, explant of the patch would cause further damage. Also reported is that the patient has difficulty walking and has been prescribed a wheel chair.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records shows that the lot was manufactured to specification. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.